Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The connection head of the reamer handle broke during the case. The reamers no longer connect to handle.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations with this failure found it is attributed to inadequate design. The provided date code a0910 indicates the instrument was manufactured in september 2010 and is over 6 years old. Review of the (B)(4) found this product code is now obsolete. Based on the product being obsolete, no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.